Manufacturer narrative:
It was reported that the patient was implanted a durom acetabular component on an unknown date. Currently, the patient is being monitored due to heterotopic ossification. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Neither x-rays, operative notes, office visit notes or photos were received; therefore the condition of the component(s) was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Without any information about the event, it was impossible to perform a meaningful analysis of the risk for the patient. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on an unknown side on unknown date. Currently, the patient is being monitored due to unknown reasons.